Event description:
It was reported while loading a patient into the ambulance the legs of the cot would allegedly not raise up. The cot was removed from the ambulance and the patient was removed from the cot. The cot was then placed back into the ambulance and the patient was assisted into the ambulance to complete the transfer. This was not an emergency transport and there were no injuries reported.

Manufacturer narrative:
A visual and functional evaluation was conducted on the device by ferno's authorized field service representative. No malfunctions were observed and the cot was functioning according to specification. The alleged incident could not be duplicated. A historical review of the device serial number reveal no prior complaints and no prior service records.